Manufacturer narrative:
One hotline low flow system was returned for analysis. Upon visual inspection of the unit, water was observed leaking from tank cover, water leaking from block assembly, line cord was worn, and pole clamp was noted to be worn. The tank was then filled with water, temp check attached, line cord plugged in and powered on the unit; not confirming complaint. There was no alarm having to do with water level or pressure but the alarms on the membrane switch were observed to be extra sensitive. Based on the evidence, the complaint is not confirmed as no alarm occurred. However, the membrane switch was found to be sensitive.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer gave a low circulating alarm during a pre-test check. There were no adverse effects and no patient was involved in this incident.